Manufacturer narrative:
It was reported that the table allegedly drifts into trend position on its own. A stryker field service technician (sfst) was dispatched to the customer. While onsite, the sfst was able to reproduce the complaint. The table is scheduled to be returned to stryker for further investigation. Once the investigation is complete, a supplemental will be filed. There was no injury, surgical delay or adverse consequence reported.

Event description:
It was reported that the table allegedly drifts into trend position on its own. There was no injury, surgical delay or adverse consequence reported.

Manufacturer narrative:
The table was received in flower mound for repair. The trend cylinder was replaced and the table was verified to be functioning as intended prior to release to the customer. The direct cause of the unintended motion was due to the trend cylinder.

Event description:
It was reported that the table allegedly drifts into trend position on its own. There was no injury, surgical delay or adverse consequence reported.